Event description:
Customer alleged blood glucose results from compact plus system as recorded in her diary for a 2-day period are: 252 mg/dl, 141 mg/dl, 103 mg/dl, 66 mg/dl, 47 mg/dl, 107 mg/dl, 116 mg/dl, and 210 mg/dl. Customer alleged results from the same period from the meter's memory: 116 mg/dl, 66 mg/dl, 210 mg/dl, 174 mg/dl, 189 mg/dl, and 93 mg/dl. No serious adverse event was reported in connection with the memory discrepancy. A request was made for the return of the suspect device and replacement product was sent.